Event description:
A physician reported that an ophthalmic vitrectomy cutter not working during a cataract retina procedure. The surgery was completed using another cutter. There was no patient impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further report will be submitted under this mfg 2028159-2022-00797. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the patient experienced with posterior capsule rupture during a cataract surgery. The surgeon performed anterior vitrectomy by using another cutter. The patient symptom was resolved completely. Upon further follow up information, the suspect was confirmed as vitrectomy cutter by the customer not as console and report will be downgraded against the console.